Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine temporary pacing system explant and replacement with a permanent pacing system, the permanent right atrial lead - already positioned and the site sutured - dislodged as the physician removed the temporary pacing system. The sterile field was re-done so the lead could be repositioned, and it remains in use. No patient complications have been reported as a result of this event.